Event description:
It was reported that the urinary catheter was discolored upon opening catheter kit a300916a. Nurse questioned if catheter was ok to use, decided to discard the discolored catheter and opened an additional standalone urinary catheter - ref#119316 (B)(6) to use in its place.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the urinary catheter was discolored upon opening catheter kit a300916a. Nurse questioned if catheter was ok to use, decided to discard the discolored catheter and opened an additional standalone urinary catheter - ref#119316 s#251695 to use in its place.